Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation. Pon return of a non-roche product, the customer was contacted. The customer verified that the non-roche product was actually the device for the allegation and not a fastclix device as was originally thought.